Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they had hyperglycemia. Blood glucose level was over 600 mg/dl. Customer also stated that the insulin pump had insulin pump error alarm. No further details given. It was unknown if the user was using auto mode feature at the time of reported event. The insulin pump will not be returned for analysis.